Event description:
In 2009, the physician placed a cook endoscopy zilver biliary self-expanding metal stent due to a malignant tumor. Occlusion of the stent occurred at an unk time after stent placement. Eight months later, the physician performed an endoscopic retrograde cholangiopancreatography (ercp) to place another stent. During this procedure, the physician observed (via endoscope) that fracture of the originally placed zilver biliary stent had occurred at an unk time. By endoscopic view, the physician confirmed the section of the stent that extended through the papilla into the duodenum had broken and was only attached by a few stent struts. By fluoroscopic view, the physician confirmed stent breakage had also occurred where the stent was located inside the biliary duct. The physician used forceps to remove the broken stent portion near the papilla and the stent sections inside the biliary duct were left in position. Another biliary stent was placed. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed a portion of the stent has broken. Approx 5 mm of the broken stent was returned for eval. Because the only section returned is 5 mm in length and the remainder of the device was unable to be returned, the condition of the device prohibits a complete device eval. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the broken stent section. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned stent section. The info provided indicated the stent was placed in 2009. Stent occlusion and breakage occurred approximately eight months later. The instructions for use contain the following caution: "long-term patency with this stent has not been established. Periodic eval of the stent is advised." Stent occlusion and/or breakage can occur if tumor ingrowth occurs. This involves advancement of the pt's condition such that the tumor growth causes the stent to collapse and occlude. This could have contributed to the stent damage. Tumor ingrowth is listed in the instructions for use as a potential complication that can occur in conjunction with biliary stent placement. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.